Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he was hospitalized due to a vehicular accident. The customer stated that he was the driver at the time of the vehicular accident and he had low blood glucose levels. The customer stated that the perceived cause of the low blood glucose level was the fact that he had eaten only one granola bar during the day. It was reported that the cause of the vehicular accident was the low blood glucose level. The blood glucose reading during the accident was 39 mg/dl. The customer stated that they had a hip surgery and were kept in the hospital for one week. The customer stated that he was not wearing the sensor during the time of the vehicular accident because the sensor was giving false readings for two days prior to the accident. No further information was provided.